Event description:
The customer reported that his olympus endoscope reprocessor was requiring the alcohol to be replenished at a faster than normal rate. This event occurred during reprocessing and did no have any patient involvement.

Manufacturer narrative:
After following up with their biomed, olympus technical assistance center (tac) personnel was able to confirm that the issue had been resolved by replacing the entire alcohol container. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿ based on the results of the investigation, it is believed that the subject device suffered a physical impact, compromising the alcohol connector. Olympus will continue to monitor the field performance of this device.